Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and had a bleeding complication requiring medical intervention. The target nodule was 1 cm in size and located in the right upper lobe apical segment. Instruments used for biopsy included a 21g flexision biopsy needle, compatible forceps, and a bronchoalveolar lavage performed. C-arm fluoroscopy was used for intra-procedural imaging and ultrasound bronchoscopy (ebus) was used to perform staging outside of the ion procedure. The physician reported that the patient was known to be at high risk for bleeding and had a prior history of much worse bleeding from another hospital and using a different platform for biopsy. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.